Event description:
It was reported to philips that the device problem persist, at the time of test error message, failed multifunctional electrodes.

Manufacturer narrative:
The customer requested assistance from philips field service engineer (fse) to be dispatched to the customer site. The reported issue was confirmed and it was determined that the therapy pca and capacitor needed to be replaced. Upon conclusion of the investigation, the therapy pca and capacitor were both replaced to resolve the noted issue. As multiple parts were replaced, the cause of the issue could not be determined. The device remains at the customer site, no further investigation or action is warranted.